Event description:
It was reported that the insulin pump alarmed motor button error and battery out limit. The customer's blood glucose was 112 mg/dl. The customer was trying to deliver insulin, pressed the up button and the numbers would not stop. When she re-inserted the battery she received the button error alarm. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.